Event description:
A us distributor returned a monitor and reported being unable to recognize the connection.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The failure was isolated to the monitor's electrode belt receptacle being damaged causing the hv pin to be bent. The root cause for the damaged receptacle was excessive force. There was no adverse event that resulted from the damaged monitor.